Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shocks due to episodes of atrial tachycardia as vt and vf. The physician decided to reprogram the device. The device remains implanted. The patent condition is good.